Event description:
During posterior lumbar interbody fusion procedure at l4-s1, while trying to load the screw, the threaded portion of the holding sleeve broke off in the head of the screw. The surgeon used another holding sleeve and screw and completed procedure without further incident. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the holding sleeve was received disassembled. Approximately half of the first two threads on the distal end were broken off. The remaining threads did not exhibit any damage. The broken fragment was still in the threads of the screw that was also returned. The tip could not be inserted into and secured in a new screw. The cap on the proximal end was loose because the weld that holds it onto the shaft was broken. The technique guide was reviewed and illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The condition appeared to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This report is for file (B)(4).